Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up. It was reported when opening the box, the product was not sealed and there was leakage. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo and one video was provided for evaluation by our quality team. The photo shows a syringe in its packaging flow wrap. The flow wrap has been opened next to the sealing are. The video provided shows a human hand sorting packaged syringes in a shelf box. No other information could be obtained from the video. A device history record review was completed for provided material number 306594, lot 4079591. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation with the photo and video sample analysis the symptom reported by the customer of package damaged is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The head nurse of the equipment department reported that when opening the box packaging, it was found that it was not sealed/leaked, (B)(4) tubes, and a claim was required. A complaint reply letter and a complaint receipt letter were required. Defective products can be returned with photos